Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away out on a soy bean filed. The caller stated that the cause of death is pending; will be available in 3-6 weeks. Heart failure is suspected because the customer had coronary heart failure. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer used sensors and was wearing one at the time of death. The caller stated that the insulin pump was at the funeral home and they had to go to town to retrieve it. The caller agreed to return the insulin pump once it has been retrieved from the funeral home. They also agreed to call back for carelink upload assistance once the device is retrieved.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No cosmetic damage noted. The insulin pump was received without battery installed. Data analysis: the download history file shows a time/date change from (B)(6) 2012 to (B)(6) 2015. Was unable to perform the data analysis on (B)(6) 2015.